Event description:
The report stated that from initial use, no sealing occurred although an end tone, signaling a completed seal cycle, was heard. No regrasp alert was heard. Oozing of less than 200cc occurred as a result. There was no pt injury and no tissue damage.

Manufacturer narrative:
Date of initial report: 11/13/2008. The sample has been requested, but to date, the incident sample has not be received for eval. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.